Manufacturer narrative:
Product was not returned; therefore, product failure analysis is not possible. A review of the DHR and similar complaint history could not be performed as the lot number was not available. Since there was no failure reported with the arstasis one device, there is no applicable risk rating and no risk analysis update is required. Based on the analysis completed, the probable root cause for the inability to insert the 6f introducer sheath is significant scarring at the site and radiation seeds that had previously been implanted. The probable root cause for the hematoma and pseudoaneurysm is the usage of a 7f sheath which is not listed in our indications for use. Review of the arstasis one access system IFU found that the indications for use section states "the system is indicated for use in pts undergoing diagnostic femoral artery catheterization procedures using 5f or 6f introducer sheaths." The contraindications section states "the system is not for use with devices or sheaths greater than 6f."

Event description:
The arstasis access system was used on a pt with significant scarring and implanted radiation seeds at the access site. The arstasis device was deployed successfully; however, the physician encountered resistance and difficulty inserting the 6f sheath. He used a 4f dilator and 0.035" guidewire to insert the 6f sheath and then upsized to a 7f sheath. The procedure was successfully completed; however, in recovery it was noted that the pt developed a hematoma/pseudoaneurysm at the access site. The physician injected thrombin at the site. The pt recovered without further incident.